Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation could not reproduced the reported problem of "failed occlusion test". The device was inadvertently evaluated for downstream occlusion only. Therefore we could not verify if it was an upstream occlusion failure. The device was required to pass all testing prior to being sent back to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.